Event description:
Customer reportedly rec'd results of 585 mg/dl and 255 mg/dl within 10 mins on the aviva sys. The customer did not provide the location where the discrepant results were obtained. No adverse event reported. Controls were run and in range. Requested return of suspect device and replacement was sent.